Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies. However, the set screw was damaged.

Event description:
It was reported that the device had a possible setscrew problem. The device was explanted and returned to the manufacturer. Additional information received indicated that the setscrew issue appeared during the implant procedure. No patient complications were reported as a result of this event.

Event description:
It was reported that the device had a possible setscrew problem. No patient complications were reported as a result of this event.